Manufacturer narrative:
Adc product quality engineering (pqe) investigated this complaint in which the user reported not being able to scan a libre sensor when using a samsung s9 device with android 10 when the battery was below 80%. Pqe attempted to replicate the complaint using a similar configuration and was not able to replicate the issue. Research & development also tried to replicate this issue using a samsung 9 with different os versions (8, 9, 10), a libre sensor, and different battery levels. The sensor scanned successfully without any issues under all scenarios. As pqe was not able to replicate the user complaint, the complaint is not confirmed. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to scan the adc freestyle libre sensor using the android libre link app 10 when the sensor battery if below 80%. Customer further reported being unwell and experienced headache and was treated with sugar by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to scan the adc freestyle libre sensor using the android libre link app 10 when the sensor battery if below 80%. Customer further reported being unwell and experienced headache and was treated with sugar by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.